Event description:
It was reported that the wake button on the pump was allegedly not working to turn the pump on. As a result, customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Troubleshooting with tandem technical support indicated that the wake button was working appropriately and the pump was able to be turned on when not plugged into a power source. The customer acknowledged and continued using the pump for insulin therapy.